Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 14 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calicified lesion in the proximal rca. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pateint status is reported as 'good'.